Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change to black-black. There were no reported injuries to the patient. During the procedure, a non-cordis .014 along with a non-cordis microcatheter and a 6f 125¿cm non-cordis intermediate catheter were advanced into the c6 segment of the internal carotid artery. Additional information was requested but was not provided. The device was not returned as expected.